Event description:
I had to have an emergency hysterectomy including my left ovary, fallopian tubes, uterus and cervix due to cysts on my left ovary causing it to be a grapefruit sized mass and adhesions of my uterus to my bladder. I will need to call the doctors to get the exact dates. Ref report: mw5167992.